Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3998, lot# la8882, implanted: (B)(6) 2003, product type: lead. Product ID: 74895136, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951cv, serial# (B)(4), implanted: (B)(6) 2003, product type: extension.

Event description:
A health care professional (hcp) via a manufacturer representative reported being contacted by a consumer about a week ago because of shocking sensations up the spine to the head when stimulation was on. The consumer was a prison guard and had a physical altercation with a prisoner in (B)(6) 2016 and since then he had been experiencing the shocking sensations. The consumer was seen in the clinic and impedance measurement showed that contact 4 was out of range at >4000 ohms. Reprogramming was attempted without using contact 4, but each time changes were made, the consumer jumped and felt shocking sensations up the spine. Surgical intervention was planned and tentatively scheduled for (B)(6) 2016, wherein the doctor was planning to troubleshoot the system in the o.r. The issue was not resolved at the time of the report.